Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country that a lens cup cracked during neutralization. No patent injury occurred. The lens cup was used with an incompatible product - it was not used according to labeling. The lens cup was forwarded to the manufacturer for evaluation; results of performance testing were within specification. Event was caused by user error.